Event description:
We had a case requiring a tenax laser resistant endotracheal tube. Tube was inserted and stylet was pulled. Anesthesia could not get the cuff to inflate. Tube was removed and replaced. After further inspection it was revealed the cuff would not inflate at all.